Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported the therapy worked great for the first month or 2, then about 6 weeks after implant they started messing with the programming and had problems with electrical shocking. They went to the healthcare provider's office the wednesday prior to address the issue and they changed the program. As a result of the program change, the patient was feeling stimulation uncomfortably. They did not have a handset to make changes at the time of the call. They were redirected to their healthcare provider for further assistance. Courtesy emails were sent to the field.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that when they felt the shocking it was in their feet. They also said they felt pain when they changed programs. Anytime they would change the stimulation levels, the patient's feet and toes would hurt and it felt like they were being shocked, so they stopped using the therapy. Then, their bladder issues returned to how they were before implant. They asked the healthcare provider (hcp) if they could remove the device, but the hcp encouraged the patient to continue to try and make the therapy work. They also began to have chronic back pain after the device was implanted and they need an MRI. They indicated they would reach out to the implanting doctor to see if they would remove the device.